Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer receiving error code 132.3000 upon powering up the device. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error code on 8015 device at power-up. Assisted customer to identify problematic fault to error 132.3000. Step customer through inspection of the tamper-switch being stuck in. Customer to depress the switch, and check if click sound is heard. Customer then re-powers on the device, and the error is no longer present. They will call back, if any further concerns need addressing.